Event description:
On the day of the event that end-user called medtronic minimed, USA and started that the cannula housing became detached from the tape. On 5/02 maersk medical a/s rec'd the complaint and 20 unused infusion sets.